Manufacturer narrative:
Continued a.2. Date of birth: born in 1962. No further information provided. Continued h.6. Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma - alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Healthcare professionals reported bia-alcl confirmed by immunohistology. Pathological markers cd30+ and alk- were confirmed. Affected side is unknown. Device has been explanted.